Manufacturer narrative:
E1 - initial reporter establishment name : (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image involving an olympus high-definition liquid crystal display monitor. There was no patient injury reported.